Event description:
The customer reported that the system had a camera iris error during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cable connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.